Event description:
It was reported that during a drug eluting stenting treatment procedure, stent dislodgement occurred. The physician attempted to direct stent a taxus liberte' 4.0x16mm drug eluting stent to the 80% restenosed lesion located in the severely tortuous renal artery. This stent was being placed to treat the restenosis of a previously placed bare metal stent, unknown type. While pulling back in an attempt to position the taxus liberte', it got caught on the previously placed stent and the physician was unable to move it. Another wire was placed outside of the stent and attempts to crush the device were unsuccessful. On the third attempt to crush the device, it embolized to the distal renal artery. Attempts to snare the dislodged stent were unsuccessful, but the physician was able to pull the stent into the mid renal artery to a place where it wouldn't move. The device was not deployed. The procedure was completed by placing another taxus liberte' 4.0x16mm stent successfully. No patient complications were reported and the patient's condition is 'ok'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.